Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of manufacturing records and complaints databases did not identify any anomalies.no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Bilateral cstem revision due to pain and bone cement lucencies. Septic loosening suspected, but cultures were negative.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12-feb-2015: after review of the medical records for MDR reportability, the revision operative note indicated mechanical loosening of the stem, pain, and negative cultures. All implants were revised. This complaint was updated on 3-mar-2015.